Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was evaluated and replaced, and the candle sticks at the generator and x-ray tube were greased. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.